Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone that the customer was hospitalized due to not having supplies. Blood glucose was not provided at the time of the incident. No further details were given. The insulin pump was not replaced nor returned for analysis.